Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed the thermistor button ring was damaged. There were visual indications of dried fluid within the cassette compartment on the pump door, on the top cover, on the safety clamp, and on the pump molded clamp. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cycler underwent and passed a catch post hipot test, patient hipot test, safety analyzer test, system air leak test, valve actuation test, and a heater calibration check. A simulated treatment post- accelerated stress test (ast) 2hours 15mins 8500ml was performed on the cycler and passed. There were no further alarms or issues during the accelerated stress test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump, on the baseplate under the pump, and on the inside of the rear panel. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that the heater tray is bubbled up and the plastic frame is crumbling off of cycler. Additionally, sparks ere coming from the back of the cycler where the power cord connects every time cycler is moved. Upon follow up, the patient contact confirmed the reported event. The patient contact stated sparks were discovered during an unknown phase of pd treatment on (B)(6) 2021. The patient contact confirmed the sparking occurred where the machine connects to the power cord. Additionally, the patient contact stated after the sparks were discovered, the machine was discovered crumbling around the heater and the heater tray plastic had bubbled. The patient contact did not observe any additional heat related damage, smoke or smell burning. The cause of the damage was unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated the machine did not alarm during the reported event. After the sparking was discovered, treatment was cancelled. The patient contact confirmed that the sparks continue whenever the machine is moved around the room. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient contact confirmed that they have received the replacement cycler and the patient is continuing with pd treatment on the new cycler without issue and without reoccurrence of the reported event. There were no other issues with the supplies used during the reported event. The old cycler is available for return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that the heater tray is bubbled up and the plastic frame is crumbling off of cycler. Additionally, sparks ere coming from the back of the cycler where the power cord connects every time cycler is moved. Upon follow up, the patient contact confirmed the reported event. The patient contact stated sparks were discovered during an unknown phase of pd treatment on (B)(6) 2021. The patient contact confirmed the sparking occurred where the machine connects to the power cord. Additionally, the patient contact stated after the sparks were discovered, the machine was discovered crumbling around the heater and the heater tray plastic had bubbled. The patient contact did not observe any additional heat related damage, smoke or smell burning. The cause of the damage was unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated the machine did not alarm during the reported event. After the sparking was discovered, treatment was cancelled. The patient contact confirmed that the sparks continue whenever the machine is moved around the room. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient contact confirmed that they have received the replacement cycler and the patient is continuing with pd treatment on the new cycler without issue and without reoccurrence of the reported event. There were no other issues with the supplies used during the reported event. The old cycler is available for return.